Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified, stress marks. Broken shell with sharp edge in the same location of crease on radius assessed, as fold flaw opening. Based on the device analysis, the final assessment is: a broken shell with sharp edge in the same location of crease assessed, as fold flaw opening. And a missing shell that is assessed, as inconclusive.

Event description:
Device has been explanted.